Event description:
The patient had an IV antecubital infusion site which alarmed frequently when the patient bent his arm. The alarm sounded, indicating a line occlusion. The rn paused the pump, pinched the tubing above the last access port (closest to the patient) and flushed the line. A second alarm resulted indicating that the door was not closed. The rn opened the door and found the tubing had an aneurysm in the silastic section underneath the blue fitting with noted door marks visible. The machine was turned off and the tubing replaced. There was no patient harm.